Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was depleting more rapidly than expected by the clinicians. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: initially, the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement but is not yet at elective replacement indicator (eri). Subsequently, the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2010, 5076-52 implantable pacing lead (B)(6) 2010, 419488 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.